Event description:
It was reported that the customer had another problem last night. The tube began to leak from anti-reflux tubing. Upon aspirating, the anti-reflux port drained fluid, but the suction port did not have any drainage when aspirated. It took irrigation of the port for it to finally start draining through the suction port instead of the anti-reflux port. Per follow up via email on 03jun2023, the drain time of the nasogastric tube was unknown as the patient came from the ER. It was not providing suctioning to the patient, they were able to identify the issue due to the leakage. This could have been a potential safety issue for the patient. Hence, if the leaking did not occur, the nurses could have thought the patient had stopped having output.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: the device was not returned.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer had another problem last night. The tube began to leak from anti-reflux tubing. Upon aspirating, the anti-reflux port drained fluid, but the suction port did not have any drainage when aspirated. It took irrigation of the port for it to finally start draining through the suction port instead of the anti-reflux port. Per follow up via email on 03jun2023, the drain time of the nasogastric tube was unknown as the patient came from the ER. It was not providing suctioning to the patient, they were able to identify the issue due to the leakage. This could have been a potential safety issue for the patient. Hence, if the leaking did not occur, the nurses could have thought the patient had stopped having output.